Event description:
It was reported that a patient received lioresal intrathecal for unknown indication at an unknown dose at an unknown date. On an unknown date, the patient went into coma. The event outcome, seriousness, and causality were not reported. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
(B)(4).